Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings: confirmed 078-0008 errors (motor rewind error) in black box. Unable to complete investigation due to keypad failure. Observed presence of moisture through display lens. Battery compartment crack along the side of pump; site of leak test failure. Leak test failed at display lens edge. Display dim with reddish hue. Opened pump to inspect for moisture ingress. Observed moisture/corrosion throughout interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release